Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8044405. Our records show the reported lot was manufactured from 01/24/2018-01/29/2018 and determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the evaluation of the device returned to our facility, our engineers identified a small hole in the tubing of the device, that was located at the junction of the tubing and the adapter. A review of our manufacturing facility was unable to identify any abnormalities in our process that could have contributed to this event and further testing of the structural integrity of the catheter tubing was unable to identify any defects in the raw materials used. Due to our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked near the adapter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked near the adapter.